Event description:
The doctor reported that the implant was removed due loss of osseointegration approximately 2 years and 5 months after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was moderate. During the surgery, bone resorption, peri-implantitis, and pain were observed. Pt. Has since recovered.